Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 failed oxygen (o2) sensor calibration. There was no patient involvement. The field service engineer (fse) replaced the o2 sensor. The device passed testing.